Event description:
IV tubing would not stay attached to needleless connection attached to patient. Needleless connector changed and tubing still would not stay attached. Changed IV tubing and connection stayed attached.